Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented in clinic for a follow up. The left ventricular lead exhibited a loss of capture. The left ventricular lead exhibited a loss of capture. Fcr dated (B)(6) 2012 noted the lead exhibited high thresholds. The lead was capped and replaced on (B)(6) 2012. Physician stated the lead was bent and there was visible damage to the coils consistent with clavicular crush.